Manufacturer narrative:
(B)(4) = pinion axle support. The analysis results found that the ats45 device was received with the firing mechanism damaged and with no reload present. The firing trigger was noted to be jammed halfway blocking the closing trigger to home position. Therefore, the device would not open. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axle support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of the device. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the stapler stopped firing half way through the firing cycle, not allowing the cartridge to be completely fired. There were no patient consequences. Unknown how case was completed.

Manufacturer narrative:
(B)(4).